Event description:
It was reported that the pulse generator and electrode were successfully implanted. After the procedure, awake from the anesthesia, the patient was able to converse with the doctor. Later, the doctor went into the patient's room and discovered the patient could not converse. An MRI was performed which confirmed a cerebral infarction. The patient's ejection fraction was in 30th unit and the cervical artery was thin, so the possibility of a subsequent blood clot could not be denied. Medication was started for treatment to dissolve the blood clots. There were no additional adverse patient effects. The system remains implanted.